Event description:
It was reported that the patient presented to the clinic for a follow-up visit with a pocket infection and wound dehiscence. Purulent drainage was noted from the device wound at some point. The physician explanted the entire system, including the implantable cardioverter defibrillator (ICD), the right atrial lead, the right ventricular lead, and the left ventricular lead. The system was replaced with a new cardiac resynchronization therapy defibrillator (crt-d) system on (B)(6) 2026. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.